Event description:
Medtronic received information that one week prior to the implant of this transcatheter bioprosthetic valve, the patient had poor cardiac function with an ejection fraction of 29% and an intra-aortic balloon pump (iabp) was inserted. A week later, the iabp was removed and the patient was admitted for a semi-emergent transcatheter aortic valve implantation (tavi) procedure. During the tavi procedure, temporary pacing was initiated and maintained at approximately 120 beats per minute. Upon valve deployment, there was "prolonged positioning" from the point of no return to full deployment of the valve. Just before full release, the patient's blood pressure gradually dropped from 80 mm hg to 40 mm hg. After full release, cardiopulmonary resuscitation (CPR) was initiated. Initially, the blood pressure increased, but it dropped again. CPR continued as the physicians considered inserting percutaneous cardiopulmonary support (pcps). Due to the recurrent hemodynamic instability and blood pressure fluctuations, pcps was eventually initiated. Post-pcps insertion, a check for paravalvular leak (pvl) revealed moderate regurgitation. Temporary pacing resumed and a post-implant dilatation was performed using a 20mm non-medtronic balloon which reduced the pvl to mild. The patient had a severely weakened cardiac function; therefore, the patient was placed on extracorporeal membrane oxygenation (ECMO) and a ventricular assist device (vad) was used to reduce the cardiac load. The patient was transferred from the operating room with both ECMO and vad in place. The following day, the surgical team planned to evaluate the cardiac condition to determine the timing for removal of the device; the surgeon provided this information before the patient was discharged from the operating room. No additional adverse patient effects were reported. Additional information was received that the heart pump was removed 7 days following the implant procedure. 2 weeks following the implant of the valve, the patient remained hospitalized. No additional adverse patient effects were reported. Additional information was received that following tavi, a drop in blood pressure and an increase in end-diastolic pressure was confirmed. Adequate blood flow in the left and right coronary arteries was confirmed and ECMO and the left ventricular assist device were initiated while the patient was intubated. Anemia progressed and disseminated intravascular coagulation was suspected. Subsequently, blood transfusions were performed. The patient's renal function gradually worsened, and continuous hemodiafiltration (chdf) was initiated. Three days following valve implant, the ECMO was discontinued. The patient was extubated six days later with the chdf completed the next day. The patient's renal function continued to worsen, and hemodialysis was continued. 24 days after valve implant, the patient's blood pressure decreased. Due to the patient's cardiac function, the family decided to not attempt resuscitation. The next day, the patient died. The cause of death was reported as multiple organ failure due to reduced cardiac function. Per the physician, there was no relation to the valve nor the implant procedure and the death.

Manufacturer narrative:
Updated data: b2. Outcome attributed to device and date of death updated b5. Third paragraph added h1. Type of reportable event updated h6. Patient codes added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the heart pump was removed 7 days following the implant procedure. 2 weeks following the implant of the valve, the patient remained hospitalized. No additional adverse patient effects were reported.

Event description:
Medtronic received information that one week prior to the implant of this transcatheter bioprosthetic valve, the patient had poor cardiac function with an ejection fraction of 29% and an intra-aortic balloon pump (iabp) was inserted. A week later, the iabp was removed and the patient was admitted for a semi-emergent transcatheter aortic valve implantation (tavi) procedure. During the tavi procedure, temporary pacing was initiated and maintained at approximately 120 beats per minute. Upon valve deployment, there was "prolonged positioning" from the point of no return to full deployment of the valve. Just before full release, the patient's blood pressure gradually dropped from 80 mm hg to 40 mm hg. After full release, cardiopulmonary resuscitation (CPR) was initiated. Initially, the blood pressure increased, but it dropped again. CPR continued as the physicians considered inserting percutaneous cardiopulmonary support (pcps). Due to the recurrent hemodynamic instability and blood pressure fluctuations, pcps was eventually initiated. Post-pcps insertion, a check for paravalvular leak (pvl) revealed moderate regurgitation. Temporary pacing resumed and a post-implant dilatation was performed using a 20mm non-medtronic balloon which reduced the pvl to mild. The patient had a severely weakened cardiac function; therefore, the patient was placed on extracorporeal membrane oxygenation (ECMO) and a ventricular assist device (vad) was used to reduce the cardiac load. The patient was transferred from the operating room with both ECMO and vad in place. The following day, the surgical team planned to evaluate the cardiac condition to determine the timing for removal of the device; the surgeon provided this information before the patient was discharged from the operating room. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device: product ID: d-evolutfx-2329, lot #: unknown, ubd: unknown, UDI#: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.